Event description:
A patient specific implant prescription form was received for the patient's left humerus was received. Noted on the form: "distal loosening of humeral implant. Appears aseptic. For custom revision to be compatible with bayley walker shoulder (in situ)." (B)6) 2021: it was confirmed during case review that both humeral stem and glenoid screw are loose. (B)(6) 2021: further investigation and discussion with the surgeon confirms the glenoid screw is not loose and the surgeon will leave it in situ. Therefore, this MDR is being cancelled.

Manufacturer narrative:
(B)(6) 2021: further investigation and discussion with the surgeon confirms the glenoid screw is not loose and the surgeon will leave it in situ. Therefore, this MDR is being cancelled.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left humerus was received. Noted on the form: "distal loosening of humeral implant. Appears aseptic. For custom revision to be compatible with bayley walker shoulder (in situ)." Update 19feb21 - it was confirmed during case review that both humeral stem and glenoid screw are loose.